Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected battery out limited alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was not the second occurrence of off no power without a low battery warning. Customer also stated that new battery resolved the issue. The insulin pump will not be returned for analysis.